Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The 1162 error was confirmed but not replicated. The unit was tested on an in-house system and triggered no errors. The unit was also tested on the patient side cart fixture test platform (pftp) and passed all related tests. Upon further investigation, there was no fluid intrusion but there was physical damage to the flow control platform (fcp) printed circuit assembly (pca) spring. The event was confirmed based on error log review, however the issue was not able to be replicated during in-house testing. While a definitive root-cause cannot be established, the potential root cause for this failure can be attributed to a fault on the axes controller spar cannula (acsc) and the flat flexible cable(ffc) within the affected usm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to starting a da vinci-assisted ventral hernia ipom surgical procedure, the arm 2 needs to be disabled or system needs to be restarted and the issue was not persisting for error 1162 observed in logs on universal surgical manipulator (usm) 2 cannula sensor. The procedure was completing as planned with no reported injury.